Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and post procedure.